Manufacturer narrative:
The battery was at eri voltage level. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced.

Manufacturer narrative:
Device was received at eri voltage level. Analysis of device image showed high current drain due to increased pacing, consistent with an anomalous condition associated with the cyber security upgrade.

Event description:
It was reported that the patient presented in the clinic for normal interrogation and it was noted that the pacemaker was past eri and had triggered eos on (B)(6) 2020. The patient is only 10% paced and all numbers were in normal ranges. Upon review of session records, it was found to have an excessive current drain and need to be replaced. The device was explanted and replaced. The patient was stable.